Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6) university hospital. On (B)(6) 2017, surgery for adult spinal deformity (asd) was performed using the expedium verse system. The fixed area was l1 - s1. During the surgery, the following implants were broken at the time of final tightening, compression, distraction. The 5.5 exp verse can scr 7.0x45 (part#: 199725745s, lot#: 143270): 3 pieces. The 5.5 exp verse di set scr (part#: 199721000s, lot#: 142642): 6 pieces. The 5.5 exp verse unitized set scr (part#:199721001s, lot#: tm1222): 10 pieces. Three screws seemed to be cross threaded in the head, thus set screw could not be inserted. The surgeon removed the screws and inserted new ones. It appeared that some broken parts due to cross-thread were possibly left between l3 and s1. The surgery was completed with a 120-minute delay, and there was no adverse consequence to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device revealed that the threads inside the tulip head were torn with minor damage to the drive feature. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the torn threads cannot be determined. This damage may have occurred due to cross-threading a set screw upon insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.